Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("period became ridiculous at 7-9 days with a full heavy flow all days") and abdominal pain ("cramping"). The patient was treated with surgery (hysterectomy was scheduled to (B)(6) 2017). At the time of the report, the back pain, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("period became ridiculous at 7-9 days with a full heavy flow all days\ extreme periods"), abdominal pain ("cramping"), alopecia ("hair loss"), fatigue ("fatigue") and pain ("body aches"). The patient was treated with surgery (hysterectomy was scheduled to (B)(6) 2017). At the time of the report, the back pain, menorrhagia, abdominal pain, alopecia, fatigue and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, fatigue, menorrhagia and pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: new events- alopecia, fatigue, body aches were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.